Event description:
It was reported that an unspecified number of bd syringe 0.3ml 31ga 6mm whole unit 10 bag separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated into shields. Consumer reported adult son finding quite a few from this box needle hub".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2020-10-23. Investigation summary: customer returned three (3) loose 31gx6mm, 0.3ml bd insulin syringes from lot: 0041282. Consumer reported that needle hub separated into shields. All 3 syringes were examined, and no hub separation was observed; removing the cannula shields from these syringes did not result in hub separation. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issue could not be confirmed. A review of the device history record was completed for batch#: 0041282 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd syringe 0.3ml 31ga 6mm wholeunit 10bag separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated into shields. Verbatim: consumer reported adult son finding quite a few from this box needle hub."